Event description:
According to hospital, pacer did not capture. It was in demand mode. Pt went into asystole. Lead I was being used-reasonable amplitude. Rate was not being captured well. Replacement unit & cable operated correctly with same patches.

Manufacturer narrative:
Results of investigation: following incident unit was tested by hp ce and performed accoring to expectations; no trouble was found. For customer satisfaction pacer board was replaced, even though it functioned properly. During event defib was using lead 1, but pt was being monitored on another lead on a pt monitor. There is no info available about settings of defib while pacing was being attempted, nor no settings of replacement defib that was used as an alternative. Based on successful testing of unit following event and lack of available data regarding its use during event, we conclude that defib functioned as expected during event. Failure to capture may be related to inappropriate settings or confusion caused by use of different leads on a different monitor to check operation of pacer. A closing letter will be sent to director of biomed at hosp.